Event description:
Paramedics attempted to administer a defibrillator shock to a pt using the device with disposable defibrillation electrodes. The device allegedly failed to deliver energy to the pt until the second attempted shock was administered. Following the shock, the pt's ECG rhythm converted to asystole. External pacing was immediately administered using the device. The pt was resuscitated. There were no adverse effects to the pt reported as a result of the alleged malfunction.